Manufacturer narrative:
There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. There is an instruction that states, "do not sit on, against, or crush pad-avoid sharp folds. Place pad on top of and not under the part of body needing heat" and consumer failed to perform that instruction. There is an instruction that states, "do not wrap pad too tight around the body. Pad should be snug, but should not cut off circulation" and consumer failed to perform that instruction.

Event description:
Consumer alleges her husband used the heating pad on his lower back for pain from several injuries and received a burn on his lower back. There was not a report of property damage with this incident.